Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a topical skin adhesive was used. When the surgeon cracked vial a glass shard penetrated the ampoule. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.